Event description:
It was reported to philips that the footswitch intermittently lost connection. The system was in clinical use and the procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting. Upon functional testing, the fse found that the led indicator was off and battery indicator was green which confirmed the problem with the wireless connection. As troubleshooting steps fse tried to re-pair wireless footswitch with base station, but pairing was not possible. The part analysis of both the defective parts wireless footswitch and base station were performed where communication failure and loose and broken off element in wireless footswitch was observed, whereas wireless base station showed electronic defect. To resolve the issue, the fse replaced the wireless footswitch and the base station. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.